Manufacturer narrative:
It was reported that the patient has laxity and requires a poly insert of a different thickness. Revision surgery is planned to exchange the poly insert. Review of the device history record indicates that the device was manufactured to specification.

Event description:
It was reported that the patient has laxity and requires a poly insert of a different thickness. Revision surgery is planned to exchange the poly insert.